Manufacturer narrative:
(B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient was treated with vancomycin (30mg, four times a day, intraperitoneally (ip), for two days) and gentamycin (10mg, four times a day, intraperitoneally (ip), for two days) for peritonitis. The patient was discharged from the hospital thirteen days after being admitted and the patient¿s outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.